Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22119317 d.4. Medical device expiration date: 18-nov-2025 h.4. Device manufacture date: 17-nov-2022 d.4. Medical device lot #: 22129197 d.4. Medical device expiration date: 09-dec-2025 h.4. Device manufacture date: 09-dec-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ low sorbing secondary set the tubing breaks below drip chamber and chemo leaks. There was no impact, however, chemo leaked in the patient care area. This is the 3rd of 4 occurrences. The following information was provided by the initial reporter: multiple breaks in tubing set below drip chamber. Same issue that happened numerous times to them.

Manufacturer narrative:
H6: investigation summary a complaint of sets breaking below the drip chamber was received from the customer. Photos were provided by the customer where the drip chamber is seen to be separated from the rest of the set. The customer complaint was confirmed. A device history record review for model 10014881 lot numbers 22129197 and 22119317 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This lot was manufactured prior to the CAPA being opened.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ low sorbing secondary set the tubing breaks below drip chamber and chemo leaks. There was no impact, however, chemo leaked in the patient care area. This is the 3rd of 4 occurrences. The following information was provided by the initial reporter: multiple breaks in tubing set below drip chamber. Same issue that happened numerous times to them.